Event description:
It was reported that during a surgical procedure at the user facility the device started shaking. There was no patient impact, no medical intervention, no surgical delay and no adverse consequences.

Manufacturer narrative:
The failure for bur wobble was confirmed through functional testing, disassembly and visual inspection. Through visual inspection, the bearings were confirmed to be damaged.

Event description:
It was reported that during a surgical procedure at the user facility the device started shaking. There was no patient impact, no medical intervention, no surgical delay and no adverse consequences.